Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-feb-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in this incident, it was determined that the system screen was stuck. A technical support specialist (tss) found no issues other than a failed hardware icon on the screen. The tss spoke with the customer, who checked the system while the tss was remoted in. The customer was able to clear the failed hardware icon by rebooting and performing a system recovery. The customer confirmed that the application was functioning properly and authorized closure of the ticket. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen got stuck on fatal exception and initializing device manager error. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.